Event description:
It was reported the right ventricular lead was oversensing noise. Programming changes were implemented. The patient was in stable condition.

Event description:
New information noted the right ventricular lead continued to oversense noise. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.